Manufacturer narrative:
Analysis of the 9733446 found a damaged tool. As reported, one of the two latch pins had been pushed into the body of the probe. As a result, the mating tracker was not secure when it attached to the probe and could easily be pulled off. The probe was otherwise in good condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the piece that holds the instrument tracker seems to be pushed in or broken. Surgeon noticed that the instrument tracker was not staying on the registration probe when registering patient. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.